Event description:
It was reported that tri-port ext w/3 vlv ports were blocked. The following information was provided by the initial reporter: material no: 20038e batch no: 20025053 and 20045999 it was reported the tubing would not flush. We have had a handful of reports from ICU nurses that that at times one of the ports on our tri port extensions set are not able to flush. A nurse saved a couple of me that they found unable to flush though. I was able to flush through these devices with considerable effort. I would like to mail these two devices in to have them assessed.

Manufacturer narrative:
It was reported the tubing would not flush. Received from the customer is one used tri-port extension set model 20038e lot 20025053. Also received is one used tri-port extension set model 20038e lot 20045999. Both sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received sets. Functional testing was performed by filling a lab syringe with blue dye water and flushing fluid through each port of each set via flush. Fluid flowed throughout each set and each port with no occlusions anywhere throughout the sets. No further testing was performed as the customer¿s report was not confirmed. A device history record for model 20038e with lot number 20025053 was performed. The search showed that a total of(B)(4) units in 1 lot number were built on 01feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record for model 20038e with lot number 20045999 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 14apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report that the tubing would not flush was not confirmed. Functional testing of priming was successful and did not replicate any occlusions. Visual inspection also found no anomalies with the received sets h3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20025053, medical device expiration date: 2023-02-01, device manufacture date: 2020-02-01; medical device lot #: 20045999, medical device expiration date: 2023-04-14, device manufacture date: 2020-04-14. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that tri-port ext w/3 vlv ports were blocked. The following information was provided by the initial reporter: material no: 20038e, batch no: 20025053 and 20045999. It was reported the tubing would not flush. We have had a handful of reports from ICU nurses that at times one of the ports on our tri port extensions set are not able to flush. A nurse saved a couple of me that they found unable to flush though. I was able to flush through these devices with considerable effort. I would like to mail these two devices in to have them assessed.